Manufacturer narrative:
Although a temporal relationship between the diagnosis of fever, peritonitis, anemia and subsequent hospitalization and the fresenius products exists, there is no documentation that indicates there is a causal relationship between the fresenius products and the episode of peritonitis with fever, anemia, and subsequent hospitalization exists. The pt had a previous episode of peritonitis that required antibiotic treatment and additionally has preexisting anemia requiring periodic blood transfusions. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.

Event description:
A peritoneal dialysis nurse reported that this (B)(6) year old male patient was hospitalized on (B)(6)2017 due to a fever of unknown etiology and an unconfirmed suspected abscess. A follow up call was made to the nurse and it was reported that the patient did not have an abscess, per hospital documentation. The physician felt that the patient had a relapsing peritonitis from a previous episode and was started on antibiotic therapy with ceftazidime (unknown dose route, strength and duration without a culture being performed. The patient is currently afebrile with improvement of peritonitis symptoms. Patient was discharged home on (B)(6)2017 with a prescription for ceftazidime 1 gram (gm) ip administered once a day and to continue until (B)(6)2017. The symptoms are resolving and patient is completing pd treatments without further issues.